Event description:
It was reported that rv lead polarity had switched to unipolar and no capture was observed. The unipolar impedance was observed to be 7000ohms. The lead polarity was switched to bipolar and the impedance was observed to be 5800ohms. The polarity was switched back to unipolar and pacing at 7.5v, 1.5msec was tried and no capture was observed. The lead has been explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) a partial lead, in segments, was returned and analyzed. Primary analysis finding: no anomalies were found. Blood/body fluid was present on the proximal conductor, and in/on the helix mechanism. Visual analysis noted all conductors were stretched, the outer insulation was kink/buckled, all insulators were pulled apart due to overstress, the outer insulation was breached cut, a white substance was present, and there was apparent explant damage.